Manufacturer narrative:
Scale lost calibration.

Event description:
It was reported by service report that the scale angle display was inaccurate. No pt involvement or adverse consequences are reported.